Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm monopolar curved scissors (mcs) was analyzed and found to broken input disk. Hairline cracks were found on the grip input shaft. Input disk 6 was found completely detached from the base of the housing. Common causes of the failure are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. Common causes of the failure are typically attributed to the user for example by improper cleaning/reprocessing techniques, such as insufficient flushing. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the monopolar curved scissors instrument (part # 470179-19 / lot# k13220607 0591) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a bilateral inguinal hernia procedure. The instrument has 5 uses remaining after last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of broken/cracked input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the customer reported the jaws of the monopolar curved scissors instrument were moving in an unexpected way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the robotics coordinator stated when the surgeon was using the monopolar curved scissors (mcs) instrument, it looked fine upon opening. Once they started to use it, the tips moved and then they were floppy and wouldn't cut. The instrument were inspected prior to usage and there was no damage. The procedure was able to be completed as planned with no reported harm or injury to the patient. The mcs instrument was flopping and the tip of the scissors where the jaws were located were loose. They then attempted to reinstall the instrument and it was persistent twice on the same instrument and system.